Event description:
It was reported that the right ventricular (rv) lead had dislodged and that threshold measurements were high during implant. The lead was oversensing several days post-implant and the patient had received inappropriate therapy. The lead was removed per patient request and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.